Manufacturer narrative:
Section d4, h4: additional information investigation summary: a direct correlation between heartmate 3 lvas, and the reported bleeding could not conclusively be determined. Additionally, low flow events were confirmed through the analysis of the submitted log files. The submitted controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured 13 low flow controller fault flags, when calculated flow dropped as low as 1.9 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 5 persisted for at least 10 seconds to trigger low flow hazard alarms. Of note, the log file also captured 97 pi events and average pi appeared elevated during some of the low flow events. No other atypical alarms or events were captured in the submitted log files. The actual speed remained at or above the low speed limit throughout the log files and the pump appeared to function as intended. The heartmate 3 lvas IFU lists bleeding as an adverse that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was experiencing low flow events on (B)(6) 2019 and multiple pi events between (B)(6) 2019 and (B)(6) 2019 based on the log file review by the manufacturer's technical service representative. The clinical team stated that the patient had a bleeding problem.